Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and observed the reference block and other flow passages were dirty. The fse replaced the reference block and all ion-selective electrolyte tubing, and performed cleaning to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au480 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.